Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins). They reported that a couple of days ago the patient increased their stim to 2.9 while laying down and when the patient got up, they screamed in pain. They said that the sensation they felt in their vagina when they got up was "at least a shock". The patient said it was an injury. Patient services reviewed that positional changes could affect stim sensation. The patient decreased stim.